Manufacturer narrative:
Correction: d4. Csi ID: (B)(4).

Manufacturer narrative:
The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A .014 inch viperwire advance peripheral guide wire was used for treatment of a highly calcified, 80% stenosed lesion in left anterior tibial artery. The vessel diameter was 3mm. The nurse opened the viperwire and handed it to the technician. The technician inserted the viperwire into the patient. The nurse went to scan the viperwire and realized it was expired. The viperwire was removed after being in vivo for 60 seconds and discarded. A .018 inch non-abbott support catheter was inserted then exchanged with a tapered viperwire with a good expiration date. The patient was treated with a dose of antibiotics in the middle of the procedure to prevent infection from the expired viperwire. There were no complications.